Event description:
Pt alleges receiving a right breast implant on 3/10/86. Pt also alleges between 1986 and 1996 she developed occasional sharp pains to start with over this period. In 2/96, she experienced extreme pain in the area, resulting in the removal of the implant on 2/29/96. Pt had a replacement with a device of another MFR. Physician states the "prosthesis in right breast ruptured" and upon removal the prosthesis was found to be ruptured in its upper portion with gel leaking into the enclosing capsule.